Event description:
The customer reported to vyaire medical that the revel ventilator has power cycling issue during patient transport. The customer confirmed that the patient was immediately removed from the ventilator and administered manual ventilation. Furthermore the customer stated that there was no harm done to the patient.

Manufacturer narrative:
The suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.

Manufacturer narrative:
Results of investigation: the suspect device was evaluated and tested. There are no issues found with the main electronics pcba (printed circuit board assembly). The ac (alternating current) power is not being recognized by the hybrid pcba 's u603 smps controller. This would explain a continuous power cycle once the internal batteries could no longer introduce enough power to keep the system operational. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.